Event description:
It was reported that a patient underwent revision surgery due to an infection on (B)(6) 2022. An eleos poly spacer was removed and replaced. This event will be reported as a serious injury due to revision surgery.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2022. During the revision surgery, the surgeon removed and replaced the poly spacer. The reason for revision is unknown as additional information was not received. This event will be reportable to the FDA as a serious injury, due to the revision procedure.

Manufacturer narrative:
Manufacturer narrative: it was reported that a patient underwent a revision surgery on (B)(6) 2022. During the revision surgery, the surgeon removed and replaced the tibial poly spacer. The reason for revision is unknown as additional information was not received. The device history record and sterilization record were reviewed, and no abnormalities were identified. The root cause of the event could not be determined as the failure mode and additional details regarding the event were not available. If additional information is received, a supplemental MDR will be submitted.